Manufacturer narrative:
Correction added to a2: the correct age of the patient is 52 years. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. The patient was hospitalized one day after diagnosis and treated with vancomycin injection (1gm, intraperitoneal, every 5th day, discontinued after 12 days) and gentamicin injection (40mg, intraperitoneal, once daily, discontinued after 12 days) for peritonitis. It was reported that the patient and caregiver were retrained on proper aseptic techniques. At the time of this report, the patient recovered from the events 12 days after diagnosis and was discharged from the hospital on the same day. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.